Event description:
It was reported the stylet sticks during insertion. The reporter stated that during a trial procedure on (B)(6) 2014, they were unable to use two leads because the healthcare professional (hcp) was unable to insert the stylet into either lead as the stylet was getting caught on the proximal electrodes. It was noted that a different trial lead was used and that worked fine. Additional information received reported that all of the leads were tossed during surgery. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #6000153-2014-00112.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).